Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not generate an alarm for a desaturation to 55%, which led to a delay in treatment. A review of the audit trail revealed an alarm was generated at 11:19:50 and was acknowledged at 11:19:57. In addition, two alarm reminders were generated prior to the alarm ending at 11:28:30 and acknowledged. It was determined the telemetry technician had acknowledged the desat alarm without notifying the nursing staff. There was no device malfunction identified.